Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clinical nurse observed the fluid bag of a flo-gard IV solution administration set run completely dry and pass air through the colleague single channel pump without an alarm. The tubing was empty except for approximately 10cm of fluid left near the patient¿s central line. This was noted during continuous infusion of 1000ml of normal saline solution at 42ml/hour. There was no patient injury or medical intervention associated with this event. No additional information is available.